Manufacturer narrative:
(B)(4). Internal file number - (B)(4): evaluation summary: a visual and functional inspection was performed on the returned device. The reported leak was confirmed. It is likely that the noted wrinkling and tear occurred due to interaction with the lesion calcification. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal common femoral artery that was mildly tortuous and moderately calcified. During inflation of the armada 18 5 x 60 mm balloon catheter to nominal pressure, during the second inflation, there was a slow leak of contrast from the end of the balloon catheter visible on angiogram and balloon pressure could not be maintained. A new balloon was used to complete the procedure. There was no reported adverse patient effect. The device was prepped according to the instructions for use. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, the balloon was used in an av fistula with stenosis in the fistula due to neointimal hyperplasia. The leak at the balloon was during the first inflation.

Manufacturer narrative:
(B)(4). Correction: anatomical site of treatment.